Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on april 15, 2025. Block h6: imdrf device code a07 captures the reportable event of the device delivering energy intermittently.

Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, the handpiece that the technician was holding, to which the cautery cord was attached, was getting very hot. It appeared that the cautery electrodes were not functioning as they should. The procedure was completed with another sensation small oval flexible snare device. There were no patient complications reported as a result of this event. Additional information received on april 15, 2025: the anatomy location is in the left lateral colon.

Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, the handpiece that the technician was holding, to which the cautery cord was attached, was getting very hot. It appeared that the cautery electrodes were not functioning as they should. The procedure was completed with another sensation small oval flexible snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivering energy intermittently.